Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented to the emergency room. Upon examination, the patient's implantable cardioverter defibrillator was found to be in back-up vvi mode due to magnetic resonance imaging (MRI), with no back up high voltage therapy available. Intervention was performed to stabilize the patient, and the patient was then reported to be stable.

Manufacturer narrative:
Additional information: h10 field should contain the following statement: device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: h6. Correction: b1: this field should be marked as an malfunction, not malfunction and adverse event as previously reported. Correction: b2: this field should not have been marked, and should be left blank. Correction: h1: should be marked as malfunction, instead of serious injury as previously reported.